Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0256738. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigation and testing were performed on the batch number provided and no issue was found. The complaint was unable to be confirmed via the retained samples. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
(B)(4). Medical device lot #: 0259738 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 2 false positive results were obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. (B)(4).